Event description:
During product evaluation, the pump's batteries were found to have 2 battery discharges below the alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.